Manufacturer narrative:
Additional information: the delivery system was returned to edwards for evaluation. Visual examination revealed a small pinhole on the proximal end of the inflation balloon. Wall thickness of the crimp balloon was measured and met specification. The complaint for ¿balloon leakage¿ was confirmed. However, no manufacturing non conformities were revealed during the engineering evaluation of the returned device. Fluid was observed to leak from a pinhole located on the proximal end of balloon. Based on the dimensional analysis performed, no manufacturing non-conformities were noted as the inflation balloon wall thickness met specification. In addition, the device was able to be successfully de-aired during device preparation, indicating that the pinhole must have occurred subsequently during the procedure. Engineering review of manufacturing mitigations also indicated that it was unlikely that a pinhole was present during production as each device is leak tested and visually inspected for defects. In this case, engineering is unable to determine the exact root cause of the complaint. However, complaint information provided indicates that the access vessel contained moderate calcification and mild tortuosity. Also, once the access vessel was accessed, a bav was not performed. This suggests that the complaint event may have occurred as a result from patient factors. It is possible that the damage on the balloon was a result from contact with patient calcification. No manufacturing non-conformities or labeling/IFU inadequacies were identified. There is insufficient information to determine the root cause. Review of complaint history for (B)(6) 2016 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventive action is required.

Manufacturer narrative:
Correction made lot #, mfg and exp dates. Added received date.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, post transfemoral tavr procedure, blood tinged contrast was observed in the balloon and atrion and upon visual inspection a small hole was discovered in the delivery system balloon. After access was obtained, no bav was performed. The 23mm commander prepped per IFU and advanced/aligned without difficulty. The valve was positioned placing the bottom of the center marker at the insertion point of the cusps and deployed under rvp landing 85:15 aortic/ventricular. Aortogram revealed mild ai and post-dilation was done with an additional cc under rvp. Little to no expansion of the valve was appreciated on post-dilatation. Repeat aortogram revealed mild ai remained and tte showed trace pvl and no cai. Both the delivery system and sheath were removed without issue, no vascular injury was noted and the patient was transferred in stable condition. Addition information confirmed the physicians had not noticed blood in the syringe when pulling negative.